Event description:
It was reported that the patient was being atrially paced with the external pacemaker in ddd mode and the ventricular leads were not hooked up. Lower rate was set to 140 bpm and upper rate to 170 bpm. The physician decreased pvarp (post-ventricular atrial refractory period) to try to set back-up v-pacing with a long av delay and the atrial pacing rate went to 180 bpm. The physician called to ask why this would occur. The physician was told that this was due to v oversensing resulting in ventricular safety pacing occurring because of ventricular lead manipulation that is made worse by not having lead attached while operating the temporary pacemaker. The physician further reported that they did not realize that ventricular safety pacing operation was in the temporary pacemaker. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was being atrially paced with the external pacemaker in ddd mode, and the ventricular leads were not hooked up. The lower rate was set to 140 bpm and upper rate to 170 bpm. The physician decreased pvarp (post-ventricular atrial refractory period) to try to set back-up v-pacing, with a long av delay, and the atrial pacing rate went to 180 bpm. The physician called to ask why this would occur. The physician was told that this was due to v oversensing, resulting in ventricular safety pacing occurring because of ventricular lead manipulation, that is made worse by not having the lead attached while operating the temporary pacemaker. The physician further reported that they did not realize that ventricular safety pacing operation was in the temporary pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the conclusion code. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.